Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer screen required calibration. The stylus was calibrated and the software was upgraded. The device then passed functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen required calibration. The programmer has returned into service. There was no patient involvement reported.